Event description:
The surgical tech was attempting to change out the suture, the device jammed in the closed position. The st was unable to dislodge the suture out of the device. The surgeon attempted to remove the suture from the device and was also unsuccessful. The device was handed off the field. The circulator worked with the device and was able to open the device and remove the needle. The device was sequestered, not used again. No harm to the patient.